Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (insulin on board calculation) issue. The reporter alleged that the insulin on board (iob) was not calculating correctly into the bolus total. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: during testing, the pump powered on to the ¿verify¿ screen with audio tones and vibrations functional. An ezcarb bolus was calculated using the alleged user settings. The pump correctly recommended the appropriate bolus amount. Since the bg entered was above the bg target range the insulin on board (iob) will not be subtracted from the ezcarb bolus. The complaint that the iob was not calculating correctly into the bolus total was not able to be duplicated during investigation. No defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.